Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6,-13.5/3.00/92 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a longer length lens due to low vault with rotation. This exchange resolved the problem, lens is in position and patient is happy.

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).